Event description:
It was reported that upon interrogation, the device was found to be in back up vvi mode. After an unsuccessful attempt to reprogram the device, the device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a data read operation error. The reset was not reproducible during testing. The root cause of the reset was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.